Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when treating the expected disease of the patient, the doctor found that the front end of the catheter was cracked and the tracheal catheter was leaking. An artificial airway was immediately established for mechanical ventilation.